Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the patient¿s spasticity and the dye pooling was unknown. There were no actions or interventions taken at this time to resolve the issues and the issue was not resolved.

Manufacturer narrative:
Updated to reflect the information received on 2020-apr-21. Device code (B)(4) added to reflect the information received on 2020-apr-21 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2020-apr-21. It was reported that the patient had no issues in the logs and no volume discrepancies were reported related to the patient's increased spasticity. The rep reported that, during a recent dye study, it was seen that the catheter was still in place and the drug was coming out at the tip at t2. It was noted that there was a pooling at t9-t10. The rep believed that there might be a tear in the catheter, but it had not been confirmed. The doctor believed that it was in the intrathecal space. The patient was recently switched to flex dosing to see if that helps with symptoms. The rep inquired about considerations if the pump and catheter were considered to be working fine. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had increased spasticity for the last 10 days. A dye study revealed dye pooling at t11-12 but also reaching the tip. No further complications have been reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the dye pooling was unknown. It was reported that a catheter revision would be scheduled. No further complications have been reported.